Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. There was a force sensor test error found in the event history log. Flow, occlusion and check force calibration tests were performed. The customer's stated problem was not confirmed. There was no known cause of the reported issue and preventative maintenance was performed on the pump as well as a software update.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a system failure force sensor test. The event occurred during setup prior to patient use. The unit was not dropped. There was no delay of therapy. There was no patient involvement, and no harm/adverse event reported.